Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer was at customer's site to resolve reported event. Fse confirmed complaint by reviewing past instrument chromatogram (c-grams) and seeing p00 peaks and retention time (rt) was normal but the flow factor (ff) was high at 1.16. Fse replaced the pump check valves and lowered flow factor back to 1.05. Fse ran several patient samples with better retention times but still getting p00 peaks. Fse flipped the column and all peaks were without p00 peaks and rt was at 0.60 (acceptable range is 0.57 to 0.61 minutes; optimal is 0.59 minute). Fse replaced column with a new one and ran calibration and quality control; runs completed successfully within acceptable range; rt was also in within acceptable range. No further action required by field service. The g8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13663309. There were no similar complaints identified during the search period. . The g8 operator's manual under chapter 1, introductions and applications, states the following: installing tskgel g8 column press the stop key to put the system in stand-by status. Unscrew column fittings and remove used column. Remove protective plugs from new column. Do not discard the plugs, as they are needed for storage. Verify that the column master lot matches the elution buffer lot. Check flow direction - the arrow on the column should point to the left as it is placed on the instrument. Slide the inlet tubing until it extends ¼ inch past each end fitting. Connect the tubing to the inlet (right) side of the column. Take special care that buffer coming from the tube does not spill onto the analyzer unit by holding absorbent paper or gauze at the outlet end of the column when priming. From the second page of the main screen, press pump flow to start pumping the buffer. When buffer solution flows from the outlet (left) side of the column, press pump flow again to stop the pump. Connect the tubing to the outlet side of the column. Press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings. When the pressure reaches a steady state, press pump flow again to stop pumping. From the main screen, select mainte, then reagent change. Press column reset to set column count back to zero. Before calibrating the newly installed column, run at least three whole blood samples to prime the column. Calibrate the system and run controls. Calibration procedure the analyzer has a two-point automatic calibration function. Each laboratory must monitor qc results according to good laboratory practices to determine when to recalibrate. Calibration frequency should be based upon qc results and chromatogram quality. Calibration is stable for at least seven days if the system is calibrated and maintained according to the procedures provided in the tosoh automated glycohemoglobin analyzer hlc-723g8 operator's manual. Verify that there is sufficient volume of g8 variant elution buffers hsi and hsi hemolysis & wash solution. Replace if necessary. Check analyzer status. If the analyzer is off, press the power key at the bottom of the display. The analyzer begins warm up. After warm up is complete, the instrument will enter stand-by status. Select calib from the main screen. Once selected, it will be reverse highlighted. A pop up menu will appear to remind the operator to enter the calibration values. Press calib-1 and enter the assigned value for calibrator 1 from the calibrator vial label. Press calib-2 and enter the assigned value for calibrator 2. The assigned values differ from lot-to-lot. Calibrator 1 is approximately 5.5% and calibrator 2 is approximately 10.5%. Pipette at least 400 ul of each calibrator into sample cups. Place the sample cups in the rack with calibrator 1 in position 1 (on the left) and calibrator 2 next to it in position 2. Place an empty rack on the loader to signal the end of the run. Press the start key to begin the calibration. The analyzer samples calibrator 1 three times and calibrator 2 two times. The analyzer discards the first measurement of calibrator 1, and uses the remaining four measurements to calculate factors a and b. Following a successful calibration, patient and control samples will be calculated using the new factors. The most probable cause of the reported event was due to failed column.

Event description:
A customer reported that the instrument failed calibration on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.